Event description:
A customer reported an issue with the pixel display on their pump, which affected their ability to read the screen. There was no reported adverse impact to the customer's blood glucose level, as levels remained between 54 and 500 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.